Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were 2 alerts for right atrial (ra) lead pace impedances greater than 2000 ohms. Lead testing and possible split configuration programming were discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that there were out-of-range pace lead impedance (pli) measurements on the right atrial (ra) lead channel of this pacemaker system. Technical services (ts) provided troubleshooting and recommended patient go to clinic for further testing. This pacemaker was explanted and replaced with a new pacemaker due to a fracture in the ra lead. The physician elected to replace the entire system at this time. No additional adverse patient effects were reported outside of the replacement procedure. This product has been received by boston scientific and further investigation is pending.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were out-of-range pace lead impedance (pli) measurements on the right atrial (ra) lead channel of this pacemaker system. Technical services (ts) provided troubleshooting and recommended patient go to clinic for further testing. This pacemaker was explanted and replaced with a new pacemaker due to a fracture in the ra lead. The physician elected to replace the entire system at this time. No additional adverse patient effects were reported outside of the replacement procedure. This product has been received by boston scientific and further investigation is pending.